Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who indicated they installed updates then rebooted the central station virtual machine (vm) servers and now the computers in the emergency department (ed) and intensive care unit (ICU) are in local mode. The rse tried to connect to philip remote services (prs) but the message displayed "not reachable". The rse instructed the customer along with the hospital it to open system configurations to start services; however, the central station application would not launch on the primary server. The rse advised the customer to run system setup on primary server; however, the central station system setup failed platform security local policy and host qualification network configuration. The customer captured screenshots of central station system setup error messages and will contact the hospital network team to further investigate the issue. The customer declined on-site service at this time and will follow up with philips technical support if further assistance is required. A good faith effort (gfe) response could not confirm how the issue was resolved by the customer; no details were provided. Based on the information available, the cause of the reported problem was not confirmed as the customer declined service from philips. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the central station computers in two clinical units are in local mode. The device was in use on a patient at the time of the event, there was no adverse event reported.